Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. However. During previous repair on 12/2/2009, 6/5/2009, and 10/17/2007 the main batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated during product evaluation. This condition was caused by a depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. This condition was found in the emergency room, upon power up. There was no report of patient involvement, patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.